Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a renasys go displayed air leaking, low vacuum and blockage full alarms. Incident occurred while the device was in use. No patient injury or other complications were reported. No further information provided. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause could be due to kinks, leaks in the vacuum circuit or a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.